Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) failed to deliver high voltage therapy after the ICD incorrectly discriminated ventricular tachycardia (vt) as supraventricular tachycardia (svt). Programming changes were implemented. The patient was in stable condition.